Manufacturer narrative:
The pentaray nav high-density mapping eco catheter was returned to biosense webster (bwi) for evaluation. Bwi conducted a visual inspection of the returned device. Visual inspection was performed, and one spline was observed detached from the tip with internal components exposed. The electrical test was unable to be performed due to the observed condition. Pictures were received for evaluation following biosense webster's procedures. According to pictures provided by the customer, part of one of the splines was observed detached from the rest of the device and showed stuck inside of an unknown sheath (exposed wires were observed). Although, the photo does not provide sufficient information related to the noise issue reported by the customer, the detachment observed on the spline could be related to the noise issue. However, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30885024l number, and no internal action related to the complaint was found during the review. The issues reported by the customer were confirmed. The damage on the tip could be related to excessive force applied during the procedure causing the electrical issues. The instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. It is designed for deployment in a heart chamber through an 8f guiding sheath. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions cause traced to user (d11) / component code: tip (g04129) were selected as related to the spline damage. Investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and the spline was damaged. Initially, it was reported that during the operation, a signal interference loss (noise) was observed on the intracardiac (ic) channel. It was observed on both carto and recording system. The physician had an intact ECG signal available to monitor patient heart rhythm. During the signal loss issue, the affected catheter was inside the patient¿s body. A second device was used to complete the operation. There was no adverse event reported on patient. The signal interference (noise) was assessed as not MDR reportable. The risk to the patient is low. On 07-jun-2023, additional information was provided, and it was reported that during the operation, the spline was damaged. This was assessed as MDR reportable.